Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device unavailable.

Event description:
Affiliate reported that a patient with hydrocephaly on intracranial expansive process. The ventricular external derivation was placed a few days before in operating room. A leak was noted at proximal stopcock of the system. Risk of infection. Difficulty of control of csf volume. The patient is a child. The stopcock was changed. Further to the recall, there was no other solution than using this lot number (no other device available). Incident reported to the (B)(6). 11/3/2014 affiliate also reported that pertaining to the availability of the complaint sample, affiliate responded by saying the information is not mentioned in the document. I will keep you informed asap. 11/4/2014 additional information received from the affiliate explained that they have received the answer from the hospital. The stopcock is not available, will not be returned.